Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was in an emergency room (ER) because he was having some pain. It was noted that the patient claimed their pump needed to be refilled as it was out of drug. The low reservoir alarm should have occurred on (B)(6) 2016, but they were not hearing the alarm. Information regarding the last pump refill was not available. The date of the event was noted as (B)(6) 2016; the date (B)(6) 2016 is considered an approximate date of event. A company representative indicated that they were 4 hours away so they couldn¿t make it there to interrogate the pump. The company representative planned to follow-up with the hcp for more details.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative regarding a patient receiving intrathecal bupivacaine and dilaudid. They had access to an 8840. The patient moved from (B)(6), and did not have a health care provider (hcp) established. The manufacturing representative was unsure if a hcp in (B)(6) was going to accept the patient, and she did not know the previous hcp that was managing the pump in (B)(6). The patient missed a refill. The patient was hospitalized. The manufacturing representative was asked to come and check the pump status. The logs showed an empty pump reservoir alarm occurred on (B)(6) 2016, and the empty pump alarm was occurring. The patient was receiving a fentanyl patch now, which was 125mcg, to manage their chronic pain.

Manufacturer narrative:
Analysis of the implantable pump serial #(B)(4) did not reveal any anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.